Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.